Event description:
Same case as 6000093-2005-00502. In 2004 the patient received a taxus express2 2.5x16mm drug eluting stent in the mid lad. The patient was instructed to take plavix and aspirin. Five and one half months later the patient presented to the cath lab with a myocardial infarction. It is believed that the patient was compliant with plavix and aspirin. A thrombosis was found in the stent treated lad. The thrombosis was treated with a 2.5x8mm cypher stent, overlapping the idstal edge3 of the taxus stent. Six months later the patient presented again to the cath lab. The lad had another thrombosis located in the taxus/cypher treated lad. The thrombosis was treated with multiple inflations of an unknown type and size balloon. Lv function was not compromised. No additional patient complications occurred. Patient status is reported to be satisfactory.